Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The customer had replaced the fuses prior to the service visit. Replaced mobile view station (mvs) power board and ac cord. Left extra fuses with account. Spoke with clinical engineering staff about examining wall outlet where oarm is usually stored. System checkout performed. Part return requested. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) would not power on. It was reported that the line power light was also not illuminated. This was discovered apart from any patient involvement. No additional details were provided.